Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An exterior visual inspection was performed and failed due to lcd was cracked/damaged. Pictures were taken. A receiver charge test was not performed due to lcd was cracked/damaged. A receiver boot test was performed and failed due to lcd was cracked and frozen screen. Pictures were taken. A receiver log was not downloaded due to lcd was cracked/damaged. Functional test was not performed due to lcd was cracked/damaged. The allegation was confirmed. The probable cause was determined to be a damaged lcd screen. No injury or medical intervention was reported.